Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. The lot number was not provided and therefore could not be found in the system since it is a product finished good (pfg). The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review found no discrepancies or anomalies relevant to the complaint.

Event description:
It was reported that more than one IV catheters had to be used during the puncture, as it was difficult to confirm vein access. According to the report, the product did not perform its intended function. There was patient involvement, but no harm was reported. The incident occurred in the ICU ward during preventive treatment.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.